Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient exhibited signs of cardiac tamponade, and a lead perforation was suspected. It was not possible to determine which lead had perforated. The patient's family decided to withhold treatment due to other comorbidities, and the leads remain in use. No further patient complications have been reported as a result of this event.